Event description:
It was reported by field service report that there were pump issues - system error 3 alarms.

Manufacturer narrative:
Evaluation: actions taken: the pump assembly was sent to and replaced by hospital biomed. This was corrective maintenance.